Event description:
It was reported that during the procedure, the fiber was flickering and running constant when the doctor pressed the foot switch. The fiber had been flickering from the very beginning of the case. It was noted that no error messages were received and pressurized saline was used. The fiber was used for 36,000 joules, then it stopped functioning properly. The fiber was replaced, and the procedure was completed using the second fiber. There were no patient complications. The fiber was returned and analysis identified a distal circumferential fracture at the distal side of the glass cap. The potential for forward firing exists.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified a distal circumferential fracture at the glass cap. A distal circumferential fracture has the potential for forward firing; therefore, the reported clinical observation is confirmed. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the fiber damage. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified distal circumferential fracture.